Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 6atm upon first dilation. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and there were no patient injury.